Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod coil into the target vessel using the lantern and made five attempts to manually detach the pod coil using hemostats; however, the pod coil would not detach. Therefore, the pod coil was removed. The procedure was completed using a non-penumbra coil and the same lantern. There was no report of an adverse effect to the patient.